Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract and vitrectomy combination surgery, as soon as the procedure started, the cutting performance in an ophthalmic system was initially ineffective, then worked properly for a period of time before the ophthalmic vitreotome stopped functioning. The vitreotome was then replaced, with the same outcome observed. The surgery was completed on the same day. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This complaint is pertaining the ophthalmic system.